Event description:
The customer reported that the system stopped tracking and displayed an error message 100. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep loaded new receiver software and verified tracking. The system was tested and found to be working as intended and put back in service.